Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken blade. The blade broke at roughly 0.182¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the connection between harmonic ace and the generator failed. There was no report of fragments falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury.